Event description:
It was reported that the microcatheter was fractured. The non stenosed target lesion was located in the non tortuous and non calcified liver. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the microcatheter was fractured after removing from the catheter. The device was removed as normal and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hub and the part of the shaft that was visible was inspected for damage. The renegade device was stuck in the angiographic catheter. There was stretching and fractures located 44cm and 60.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the microcatheter was fractured. The non stenosed target lesion was located in the non tortuous and non calcified liver. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the microcatheter was fractured after removing from the catheter. The device was removed as normal and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.